Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that an issue they have had reportedly happen with our bardex silicone foley catheters. They have had reported 3 catheters became difficult to remove requiring more force than usual to remove. The last device they had was size 8fr of 165808 lot: ngjn2960 on 23/9/2024 when required medical staff to help remove with the use of lignocaine lubricant impregnated gel to remove. They kept the faulty device, which at times appeared to have a balloon that when deflated did not flatten to the shape of the catheter. They were unfortunately unable to report whether the other devices were the same size.

Manufacturer narrative:
The reported event was confirmed as cause unknown. Received 1 all-silicone foley catheter. Inflated the balloon with 5ml of methylene blue solution (3 drops 1 percentage aqueous methylene blue per 100ml distilled water) with in-house syringe, the concentricity was within specification, the catheter rested with no leaks. Connected the inhouse syringe and it passively deflated in under 5 minutes however cuffing was evidenced. The returned sample does not meet specification, which states: balloon must not cuff after deflation in accordance. Based on the investigation results, no actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: bardex all-silicone foley catheter catheter shaft made entirely of silicone elastomer caution: federal (u.s.a.) Law restricts this device to sale by or on the order of a physician. Sterile: unless package is opened or damaged. Warning: do not use ointments or lubricants having a petrolatum base. They will damage silicone and may cause balloon to burst. Caution: do not aspirate urine through drainage funnel wall. Storage: store catheters at room temperature away from direct exposure to light, preferably in the original box. Single use only. Do not reuse. Do not resterilize. For urological use only. Valve type: use luer slip syringe. Do not use needle. Recommended inflation capacities 3cc balloon: use 5ml sterile water 5cc balloon: use 10ml sterile water 30cc balloon: use 35ml sterile water do not exceed recommended capacities. Warning: after use, this product may be a potential biohazard. Handle and dispose of in accordance with applicable local, state, and federal laws and regulations. Note: aggressive traction, particularly in the presence of suturing, is not recommended for 100 percentage silicone foley catheters to deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe stick in the valve. If you notice slow or no deflation, re-seat the syringe gently. Allow the balloon to deflate slowly on its own. Do not aspirate or manually accelerate the deflation of the balloon. If permitted by hospital protocol, the valve arm may be severed. If this fails, contact adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient. Visually inspect the product for any imperfections or surface deterioration prior to use. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that an issue they have had reportedly happen with our bardex silicone foley catheters. They have had reported 3 catheters became difficult to remove requiring more force than usual to remove. The last device they had was size 8fr of 165808 lot# ngjn2960 on (B)(6) 2024 when required medical staff to help remove with the use of lignocaine lubricant impregnated gel to remove. They kept the faulty device, which at times appeared to have a balloon that when deflated did not flatten to the shape of the catheter. They were unfortunately unable to report whether the other devices were the same size.